Manufacturer narrative:
(B)(4). No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the reported inability to interrogate.

Event description:
It was reported that the device was unable to be interrogated. The device was explanted and replaced. Patient was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to the battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the battery depletion.